Manufacturer narrative:
A field service engineer followed-up with the customer over-the-phone to address the reported event. The fse confirmed that the customer had confused assay total triiodothyronine (tt3) with ctnl2. No further action was required. The aia-360 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 20-apr-2018 through aware date 20-may-2019. There were no other similar events reported during the searched period. The st aia-pack ctni 2nd-gen analyte application manual states the following: quality control procedure assay quality control specimens as instructed in the specific operator's manual for your analyzer. In addition, refer to the aia system operator's manual for detailed instructions on defining and editing the files. Quality control material to be run with this assay is defined by individual laboratory policy. The most probable cause of the reported event was due to the operator confusing assay tt3 with ctnl2.

Event description:
A customer reported out of range mas cardioimmune quality controls (qc) on cardiac troponin I (ctnl2) with the aia-360 instrument. The customer tried new bottle of qc, but obtained same results. The customer replaced the wash and diluent, and substrate solutions, but issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) patient results . There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.